Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Plunger head seal was removed and counterfeit seal found on bottom case. Top and bottom cases are in excellent condition. Cracked right plunger case and visible contamination on tube holder. Force sensor test found in error history log. Power up process and calibration verification test were performed. Reported problem duplicated (intermittent error). Steady state reading of the force sensor (with no pressure on it) 0= count 81 to 113 and 1.13 to 1.38 lbs. Multiple components incorrectly assembled by customer (left/ right plunger case, plunger cable and force sensor). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the technical service manual for instructions on proper assembly of the pump. Actions/repairs were done to correct the reported issue: replaced left/right plunger case, plunger cable and force sensor. Power up, re-calibrated force sensor and device passed self test.

Event description:
It was reported that force sensor test error occurred. No patient injury was reported.